Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was episodes of noise noted on the right ventricular (rv) lead. No intervention was performed to resolve the event and the patient status was unknown. Further information was requested but none was received.

Event description:
New information was received that the device was reprogrammed to resolve the noise episodes and the patient was in stable condition.